Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 109 mg/dl and 370 mg/dl (system 1) and 370 mg/dl (system 2). All test were taken with strips from the same vial. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product will be returned.